Manufacturer narrative:
The peritonitis occurred ¿3 weeks ago.¿ the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin and heparin ¿in peritoneal bag¿ (dose, frequency and duration not reported). On an unreported date, the patient was discharged from the hospital. On an unreported date, pd therapy was discontinued due to peritonitis and the patient was placed on hemodialysis. At the time of this report, the patient outcome was not reported. No additional information is available.